Manufacturer narrative:
This report is submitted december 7, 2018.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2018 to reposition a magnet displacement (cause unknown). Additional information has been requested but has not been made available as of the date of this report.